Event description:
The patient came into the clinic for a normal f/u. However, in situ measurements showed only 4 electrode channels to be functional with no significant underlying causes. In september 2014, all channels were within normal limits. A f/u with the surgeon is planned in 2 weeks time.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient came into the clinic for a normal follow up. However, in-situ measurements showed only 4 electrode channels to be functional with no significant underlying causes. In (B)(6) 2014, all channels were within normal limits.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient came into the clinic for a normal follow up. However, in-situ measurements showed only 4 electrode channels to be functional with no significant underlying causes. In (B)(6) 2014, all channels were within normal limits. The patient is to be re-implanted but no date is scheduled as of yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.